Manufacturer narrative:
Device was used for treatment, not diagnosis. Gereli, a., nalbantoglu, u., dikmen, g, goksel, d., seyhan, m. And turkmen, m. (2015) fracture-dislocations of the proximal ulna. Acta orthop traumatol turc, volume 49(3): 233-240. This report is for unknown ¿ 3.5-mm titanium precontoured locking-compression olecranon plate/unknown quantity/unknown lot. UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article gereli, a., nalbantoglu, u., dikmen, g, goksel, d., seyhan, m. And turkmen, m. (2015) fracture-dislocations of the proximal ulna. Acta orthop traumatol turc, volume 49(3): 233-240. The purpose of this article is to define specific patterns of injury and investigate the relationship between injury pattern and functional outcomes and complications in proximal-ulna fracture dislocations. This retrospective analysis occurred between january 2004 and january 2012. The study included fifteen (15) patients that included ten (10) men and five (5) women with a mean age of 49.1 (range: 33-75) years. The mean follow-up is 49 months. This is report 1 of 3 for (B)(4). This report is for an unknown ¿ 3.5-mm titanium precontoured locking-compression olecranon plate and refers to four (4) unknown patients had grade-I, three (3) unknown patients had grade-ii and two (2) unknown patients had grade-iii osteoarthritis in the posterior fracture-dislocation group.